Event description:
During a pump refill procedure, the hcp was able to aspirate the reservoir contents, but was unable to fill it. There was no volume discrepancy. The refill kit tubing was patent. There was no depth issue with the refill needle. The pump did not move around in the pocket. The hcp felt metal only upon needle insertion into the pump. The hcp injected 5 ml preservative-free normal saline using a 5 ml syringe into the pump and the valve was "cleared." The hcp was then able to aspirate out the 5 ml of saline and then refill the pump with 30 mls of medication. X-rays were taken to verify needle/pump orientation. In the lateral view, the pump bellows looked "crooked" but was difficult to assess due to angle and quality of images. The patient did not experience any withdrawal symptoms. The pump contained morphine and bupivicaine.

Manufacturer narrative:
(B)(4).